Manufacturer narrative:
Review of the expiry date: device 1: material #: 701047041, be-hmod 30000#be-quadrox-ID päd.o.filt., lot #: 70133023, UDI #: (B)(4), manufacture date: 2019-08-29, expiry date: 2021-08-28. Device 2: material #: 701047041, be-hmod 30000#be-quadrox-ID päd.o.filt., lot #: 70130804, UDI #: (B)(4). Manufacture date: 2019-03-06, expiry date: 2021-03-05. Maquet cardiopulmonary gmbh requested the affected products for return on 2020-01-31. Samples received on 2020-02-13. The returned products were investigated in the laboratory of the manufacturer on 2020-03-19. During the visual inspection of the samples, many smaller clots were found on the blood inlet side. No leakage was found during the tightness test according to lv 201. A water circuit was set up with the help of the roller pump and no pressure anomalies were detected. Both oxygenators showed similar pressure values on the external pressure sensor at the same flow rate. Note: the oxygenator has no internal sensor. The failure is comprehensible but the increased pressure is not reproducible. Thus the reported failure could be confirmed. The most probable root cause of the increased delta pressure are the clots and the resulting increased flow resistance. Clotting is a known phenomenon to mcp and the cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenators in question operated within mcp specifications. When the event occurred, the device was being used for treatment of the patient. The product was directly involved in the incident. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal ref. #: (B)(4), onesupport: (B)(4).

Event description:
The hospital placed a child on ecls using this oxygenator and within 48 hours they saw deltap's above 160mmhg with 400ml bloodflow. They swapped out oxygenator 1 within 28 hours, same pressures in deltap. The ssu was contacted and the following was discussed: anti coagulation: fully in range. Temperature of the child: normal for ecls. Underlying diseases: unknown: advised to do a blood test regarding clotting proteins. Advised to replace oxygenator again and this was done after 32 hours with deltap's around 170mmhg. In both cases the quadrox was working flawlessly. Due to the 2 change outs, the child ((B)(6)) received a complete blood transfusion. Blood test were done after this and appeared to be normal. No indication of actual or potential for harm or death. Now oxygenator 3 is running smoothly without problems. On the venous side, there is a lot of thrombus visible in a diffuse pattern. (B)(4).